Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. The cause of death was not provided; however, the account did not report any device related issues. The device operated as expected and was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The device operated as expected and it seemed that the left ventricular assist device (lvad) was running properly even after the patient passed away.